Event description:
The patient experienced a loss of bowel control that became worse over the last year. The patient doesn't get any warning before she has an accident. The patient has fallen over the years, and did have a fall within the past few months. It was noted that it felt like the lead wire was "sticking out more than it used to." Additional information has been requested.

Manufacturer narrative:
(B)(4).